Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp in position #5 was broken. Fse replaced tip clamp in position #5. The instrument was tested without further problem and was returned to expected operation.